Event description:
(B)(4). The dealer states that he has had to replace the motors on this chair 3 times. While the chair was still in his stock, he replaced the joystick under the recall on (B)(4), dated 10/14/2013. We are also replacing the controller under warranty because our technician thinks that may be causing the motor issue. The controller has never been replaced.